Event description:
The event is reported as: complaint alleges: the stapler jammed during use in the procedure. The event caused no harm to the patient. No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.